Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Medical records were reviewed. Product problem has not been identified. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges the patient suffers from pain, discomfort, chromium and cobalt toxicity, and large amounts of toxic cobalt-chromium metal ions and particles to be released into the blood, tissue, and bone. Update 11/9/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated metallosis. Lab results confirmed the elevated metal ion levels. Part/lot is being updated. The complaint was updated on:11/23/2015. Update 1/11/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Medical records reported metallosis, increased metal ions, chronic headaches and fatigue. Radiograph from (B)(6) 2006 reported osteolysis proximally, decreased range of motion, stiffness and weakness. The revision surgical report noted 700cc blood loss, the surgeon was unable to remove the metal liner and had to remove the acetabular component including liner and during trialing of the head, it dislocated anteriorly, disassociated from the stem and could not be retrieved from the posterior operative approach after the surgeon spent "quite some time" trying to retrieve it. A general surgeon had to be called in to retrieve the trial head from the lower abdomen. A competitor liner was eventually implanted and that is why trial liner is not being reported. An unknown trial head will be added to complaint. The complaint was updated on:feb 1, 2016.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot - null. Device history batch - null. Device history review - null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.